Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the leads were repositioned, the ipg was replaced, and additional leads were implanted. The patient was doing well and the explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in april 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2138500, model: sc-2138-50, serial: (B)(6), batch: 145310. Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 365249.